Manufacturer narrative:
It was reported spo2 dropped out without error message and/or alarm. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported spo2 dropped out without error message and/or alarm. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, customer at (B)(6) hospital reported loose connection of spo2 cable from socket on two ay units with product ID ay-633p-qm and serial# (B)(6) and serial# (B)(6). Service requested: assistance in troubleshooting service performed: customer shared a video displaying loose spo2 cable connection at the ay unit sockets causing loss of spo2 data. Nkts could duplicate the issue and escalated the issue to qa for further investigation and resolution. Qa could duplicate the issue from the video shared by the customer and initiated investigation request of complaint (irc) from manufacturers of the unit, i.e. Nihon kohden corporation, japan after collecting all the relevant information from the customer. Information inquired by qa on the reported information was: -if the reported event occurred during installation or during use on a patient? Customer reported that it happened at both the times. -when spo2 readings drop-out, was there an error message or audible alarm on the monitor at the time the issue was observed? Customer responded that no alarm or message was issued, the data just disappeared -what is the part and lot number of the reportable product(s)? Customer reported issues with unit ay-633p-qm with serial# (B)(6) and serial# (B)(6). If the customer felt that the cables should be exchanged for new ones? Customer agreed that the cables should be exchanged as number of cables had been damaged while plugging in and unplugging the cables from the unit. The exact number of cables was not reported by the customer. Nkts on site identified that the root cause of the cables going loose was due to extra force that staff applied on plugging the cables in the socket of ay unit. Also, at times staff applied extra force on the wrong socket of the unit causing damage on the pins of cable. Customer inquired about the maximum force that should be applied while plugging in or pulling out the cables without causing the damage. Same issue for both the same devices was reported by same customer to get further information related to the issue under different ticket# (B)(4) with notification (B)(4) on 06/06/2018. Qa initiated investigation request of complaint (irc) from manufacturers of the unit, i.e. Nihon kohden corporation, japan on march 5, 2019 after collecting all the above-mentioned information and inquired about the pull force to remove cables from bsm-1700. The unique ID of irc requested for this issue is: (B)(4). The manufacturer's response on the requested information of pull force was as below: the spo2 connection cords which can be connected to ay-633p are jl-630p/631p/632p. However, we could not obtain the information about the model name of the spo2 connection cord used. It was confirmed that the standard value of the insertion-extraction force for the spo2 connection cords above are 10n to 45n. Customer was informed about the insertion-extraction force of the spo2 cable to be between 10n to 45n on march 6, 2019. For further understanding of the issue, qa and nkts inquired about more detailed information related to the complaint i.e. The force customer used for insertion-extraction, if the cables fall on their own or only when the unit is on the move, the type of connector and cable which is giving the issue. However, customer stopped communicating after march 6, 2019 on both the tickets after multiple attempts. Investigation result: root cause of the issue was identified to be extra force staff applies on plugging the cables in the socket of ay unit. Also, at times staff apply extra force on the wrong socket of the unit causing damage on the pins of cable. Review of device history found no previously reported loose connection issues with the unit. The extended warranty of the device is due till 06/22/2022. According to the product history of ay-633p, 31 similar issues have been reported as of 1/8/2020 under product ID ay-633p and bsm-1700 related to spo2 reading error caused due to defective socket-connector or defected cables. Investigation conclusion: according to the product history of ay-633p, root cause of loose connection of spo2 cable or spo2 data reading error caused due to defective socket, connector or cable was identified to be caused by customer abuse for applying extra insertion-extraction force while connecting the spo2 cables or applying extra force in connecting cable in the wrong socket, ignoring the color coding of socket on the unit. Corrective action: as a corrective action, the customer needs to be educated by nkts about the maximum insertion-extraction force for the spo2 connection cords to be between 10n to 45n (as recommended by manufacturer of the unit nkc, japan) , along with identifying the correct socket for connector according to color coding on socket of the unit. Following is the response of the initiated investigation request of complaint (irc) from manufacturers of the unit, i.e. Nihon kohden corporation, japan on march 5, 2019 giving details on the push- pull force to remove cables from bsm-1700. The unique ID of irc requested for this issue is: irc-nka300133148. The spo2 connection cords which can be connected to ay-633p are jl-630p/631p/632p. However, we could not obtain the information about the model name of the spo2 connection cord used. It was confirmed that the standard value of the insertion-extraction force for the spo2 connection cords above are 10n to 45n. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d4: serial number f9: approximate age of device. No serial number was provided, so the age of the device is unknown h4: device manufacturer date additional device information: d11 & c2: concomitant medical products: the following devices were used in conjunction with the bsm ay-633p-qm: serial number: (B)(6). Unique identifier (UDI) #:(B)(4). Device manufacture date: 01/22/2016 approximate age of device: 30 months ay-633p-qm: serial number: (B)(6) unique identifier (UDI) #:(B)(4). Device manufacture date: 01/12/2016 approximate age of device: 30 months additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative corrected information: d11 & c2: concomitant medical products: changed from blank field to: ay-633p-qm's.

Event description:
It was reported spo2 dropped out without error message and/or alarm. No consequence or impact to the patient was reported.